Manufacturer narrative:
Radiographic image review conducted by (B)(6) states that post-op x-ray provided for t-l-I fusion provided. An interbody graft present at l4-5 and appears to be placed anterior to the front of the vertebral body as per the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with an indication of thoracolumbar anterior-posterior merger with neurofibromatosis. It was reported that in the operation of thoracolumbar anterior-posterior merger with neurofibromatosis, during plif on l4/l5, half of the left cage protruded in the front of the vertebral body. The x-ray image during the operation was poor, and even though doctor checked it, the anterior edge of the vertebral body was not visible and the surgical incision was closed considering there might be no problem. In postoperative x-ray the cage was noted protruding. For the time being, after the left ilium was collected firstly in the supine position, it was converted the left lateral position and the vertebral body excision bone was implanted, then it was converted to the prone position again and the intervertebral bone was removed to move the cage posteriorly, but it was hard to pull it out from the posterior, and at that time a total of 4000cc of bleeding had occurred, so removal will be performed at a later date. The cage would not have malfunction so quickly, so it will be checked by contrast CT. It was attempted to be removed, but it was not removed because 4000cc bleeding had already occurred and it was unlikely that complication would occur immediately. It was not the malfunction of the cage and there was a technical error. There was delay in overall procedure time and it was less than 60 minutes. No in-patient hospitalization or prolongation of existing hospitalization necessary. Patient did not achieve solid fusion as it was shortly after operation and no symptom currently. No health damage in the patient was reported. Product implanted-remains in service. No further complications were received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 24-dec-2020 regarding the event. It was reported that it was by technical error when the cage was inserted, the image was not checked, and it was inserted forward too far. It is thought that one of the causes resulted in cage protrude is that the anterior-posterior diameter of the vertebral body was small. There was no malfunction on product. After the operation, the cage did not seem to move, so there is no plan for reoperation so far. There were no patient complications as a result of this event. No further complications were reported.